Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low heart rates, arrhythmia and heart block. It was further reported that the right ventricular (rv) lead dislodged and exhibited non-capture. The rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.